Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. While sleeping, the patient experienced seizure. The patient reported hypoglycemia unawareness. While seizing, the patient fell off the bed and rolled on the floor. The spouse noticed the patient and at that time her display device was showing a low cgm value around 50 mg/dl and giving a low alarm. The bg was checked and was reportedly around 10 mg/dl. The spouse provided the patient with soda, milk and peanut butter. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.